Event description:
The customer reported that the side-firing fiber forward fired at 128,942 joules during prostate vaporization. The procedure was continued with a second fiber, which was also reported (reference MFR report number 2937094-2012-00625). The procedure was completed with a third fiber. The patient outcome was reported as "good."

Manufacturer narrative:
(B)(4).